Event description:
The pt was positioned and an exposure was taken. During the exposure, the pt said she felt a shock below her left breast and on the right side of her face. She also said she saw a flash of light. The pt experienced a headache and had a 4 to 5 inch x 1/8 inch burn mark below her left breast.